Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of their customer that the 60-6010-003, universal plus straight-button, was being used during an unknown procedure on (B)(6) 2022 when it was reported that, ¿the leakage from the tube was confirmed (even when not in use). Addition to that, coagulation was working without pressing a button.¿ surgery was completed with an unknown alternate device. Further assessment questioning found, no delays reported in surgery, the device didn¿t break and fall into the surgical site. No report of injury, medical/surgical intervention or hospitalization. Current status of patient is unknown. The 60-5274-032 spatula electrod w/stealth ER 5mm x 32cm (5/cs) will be listed as concomittant devices. There is no allegation against the 60-5274-032. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Received one 60-6010-003 in unoriginal packaging. Lot number was not verified. Performed a visual inspection, there is water damage on the circuit board within the handpiece. Performed a functional inspection, the device does not leak. When using the system esu 7550 (c8406), the device functioned as intended. The manufacturing documents from the device history record could not be reviewed as a lot number was not provided. A two-year lot history review cannot be conducted as no lot was provided. A two-year review of complaint history revealed there has been a total of 11 complaints, regarding 11 devices, for this device family and failure mode. During this same time frame 450,620 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00002. Per the instructions for use, the user is advised that proper use of this or any other electrosurgical device, can result in a patient injury. Read and become familiar with all instructions and directions before using this device. If you do not achieve proper electrosurgical effect with your normal power settings: check the ground pad for proper contact and position. Replace if necessary. Check all electrosurgical cable connections to the esu and the instrument handle. Make sure that the instrument shaft is securely locked into the instrument handle. Replace with another instrument blade if necessary. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of their customer that the 60-6010-003, universal plus straight-button, was being used during an unknown procedure on (B)(6) 2022 when it was reported that, ¿the leakage from the tube was confirmed (even when not in use). Addition to that, coagulation was working without pressing a button.¿ surgery was completed with an unknown alternate device. Further assessment questioning found, no delays reported in surgery, the device didn¿t break and fall into the surgical site. No report of injury, medical/surgical intervention or hospitalization. Current status of patient is unknown. The 60-5274-032 spatula electrod w/stealth ER 5mm x 32cm (5/cs) will be listed as concomittant devices. There is no allegation against the 60-5274-032. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.